Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed. There was no issue visibly, the inner gantry was checked, there were no broken parts, the door was opening and closing and working fine. The system was checked and was working as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the door was completely open and could only be moved towards closing for 5 cm. No patient was present at the time of the event.